Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device replacement.

Event description:
Healthcare professional reported left side rupture discovered at explantation. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture discovered by ultrasound and confirmed by MRI. Operative report and histology report also noted seroma and inflammation. The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, creases fold and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Manufacturer narrative:
Photo evaluation: visual analysis of the identified photos: opening extended, red particles in the shell and device with lot number 2426522. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a rupture discovered by ultrasound and confirmed by MRI. Operative report and histology report also reported seroma and inflammation. Device explanted with capsulectomy and replaced. Left side.